Event description:
It was reported the event occurred during a sternum closure after a sternotomy for treatment of a ventricle tumor. During sternum closure, four zipfix ties performed correctly but the fifth zipfix tie failed to ratchet down and hold. This zipfix was the last one in the set. The surgeon stopped and closed patient after defective zipfix did not hold. There was no reported surgical delay. The patient had no additional complications. The complaint device was disposed by the customer facility. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.